Event description:
It was stated that the insulin pump failed the high pressure test with two different infusion sets. No leaks were detected. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.